Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - revision (B)(4) of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6010738, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6010738 was manufactured according to the work instruction (wi) version 99 and packaging in the machine multivac 14 on 21-dec-2024, with a total of (B)(4) units. The sub-assembly, welding of the lot 4m02650 was manufactured according to the wi version 34 and manufactured in the machine ls24-ls25 on 13-dec-2024, with a total of (B)(4) units. The sub-assembly, welding of the lot 4m03228 was manufactured according to the wi version 34 and manufactured in the machine ls24-ls25 on 19-dec-2024, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 4m02614 was manufactured according to the wi version 37 and manufactured in the machine gluing 3 on 12-dec-2024, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 4m02616 was manufactured according to the wi version 37 and manufactured in the machine gluing 3 on 14-dec-2024, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 4m03193 was manufactured according to the wi version 37 and manufactured in the machine gluing 3 on 19-dec-2024, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 4m02975 was manufactured according to the wi version 37 and manufactured in the machine gluing 3 on 18-dec-2024, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 4m03194 was manufactured according to the wi version 37 and manufactured in the machine gluing 9 on 20-dec-2024, with a total of (B)(4) units. Review of the DHR showed that an extended inspection was created due to contamination. Extended inspection was found within specification. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Extended inspection is not related with the claimed malfunction. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The blockage was at the site. No further information available.